Event description:
The surgeon reportedly used the impactor/extractor to insert a femoral stem, but then needed to change the position of the implant. The surgeon attached a slap hammer extension to the impactor/extractor in order to extract the femoral stem, but the impactor/extractor reportedly broke. The surgeon was able to remove the stem from the pt by striking the impactor/extractor with a mallet. Once removed, the stem could not be separated from the impactor/extractor. Surgery was reportedly delayed 60 minutes while waiting for another femoral stem and impactor/extractor to be delivered to the or.